Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign matter in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it is difficult to determine the specific cause, it is speculated that the following factors may have caused the zoom malfunction. ·due to external stress such as bumping or falling on the tip of the scope, the zoom unit mounted on the tip of the scope was damaged, and the zoom lens frame was tilted, making it impossible for the lens to slide. ·the zoom wire deteriorated or was damaged (frayed) due to repeated operation of the zoom lever. ·the internal focus pipe broke due to repeated bending and excessive bending of the insertion part (under the oledome). The event can be detected/prevented by following the instructions for use which state: the events are detectable/preventable by handling the device in accordance with the following IFU. Gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.